Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 53 mm abdominal aortic aneurysm. A CT was performed 10 months later, where a limb occlusion was noted. Thrombectomy and re-lining of right side limb with stents was performed to re-establish patency of the occluded limb. It was reported that it was the main body bifurcate that was occluded. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.